Event description:
Absorbable gelatin left in [device misuse]. Bacillus infection [bacillus infection]. Staphylococcus infection around l2, l3, 4, 5 discs [staphylococcal infection]. Abscess to the right of the incision [abscess]. Fluid in the l2, 3, 4 and 5 of spine/fluid was coming out from the incision area [post procedural complication]. Could not walk [abasia]. Kidney function was impaired [renal impairment]. Bone on bone in spine [bone disorder]. Pain leg [pain extremity]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient used absorbable gelatin (gelform) on (B)(6) 2012, during a laminectomy for l2, 4, 5 in order to keep the herniated discs away from each other. The patient was also given bovine thrombin during the laminectomy. The patient medical history included mild high blood pressure 8-9 years ago (2003-2004), hysterectomy about 10-15 years ago (1997-2002), allergy to latex, reflux disorder, thyroid problem, three herniated discs between l2, 4, 5, and a pinched nerve which resulted in pain. Concomitant medications included lansoprazole (prevacid) 30 mg 2x/day for reflux disorder, conjugated estrogens (premarin) "0.35 mg" daily after a hysterectomy, thyroxine 0.88 mg daily for the thyroid problem, multivitamins, and calcium. In 2012, after absorbable gelatin was used during a laminectomy, the patient developed fluid in the spinal l2,3,4,5. Because of this, absorbable gelatin swelled, the color was changed, and the fluid was coming out of the incision area. Since 2012, she could not walk and lift her left leg up from the ground (it seemed as if her left leg was paralyzed) which might have been due to the fluid she had in the l2,3,4,5. On (B)(6) 2012, the patient underwent a leak repair surgery wherein the fluid was removed; the absorbable gelatin was permanently removed as well. A culture test on the fluid showed a bacillus infection for which the patient was hospitalized for 8-9 days. Vancomycin IV infusion via a PICC (peripherally inserted central catheter) line was prescribed for 6 weeks (the patient only took it for 2 weeks) for the bacillus infection, however the infection "grew more" and the patient was hospitalized on (B)(6) 2012. While in the hospital (2012), the patient underwent an MRI (magnetic resonance imaging) and blood work which showed a staphylococcus infection around l2,3,4,5 an an abscess to the right of the incision. The patient was hospitalized for 10-12 days. On (B)(6) 2012, the patient underwent surgery to remove the staphylococcus infection. The patient was again prescribed with vancomycin IV infusion for 8 weeks in (B)(6) 2012, starting with 2.5 mg daily in the first week, 2 mg daily the next week, and further reduced to 1.75 mg daily and 1.5 mg daily. In 2012, the patient's white blood cell count was "elevated" at 14, her kidney function was impaired (while on vancomycin), she had "bone on bone in spine," and she had pain in the leg. Vancomycin therapy was stopped (B)(6) weeks ago ((B)(6) 2012). The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the information provided in this report, and a temporal association, a possible contributory role of gelfoam to the events device misuse, bacillus infection, staphylococcal infection and abscess cannot be completely excluded. Gelfoam should be used with caution in a potentially closed space. The events bacillus infection, staphylococcal infection and abscess also represent post-operative complications following laminectomy in this patient. The reported events of abasia, renal impairment, bone disorder and pain in extremity are not related to gelfoam use but are most likely attributed to post procedural complications and intercurrent disease conditions. A contribution of vancomycin to the event, renal impairment is a possibility. This case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.